Event description:
It was reported that patient experienced obstructive sleep apnea, and the patient had the worst complex partial seizure lasting 3 hours. The apnea prevented the patient from getting rest for a month and the fatigue was a trigger of the seizure. The vns rhythms were constantly changed on a monthly basis. Vns became dysfunctional, firing off everything from black outs to more seizures, dizziness, and even total loss of coordination which worsen as the years went on. No other relevant information has been received to date.

Manufacturer narrative:
B3. Corrected date of event, supplemental #1 report: inadvertently listed wrong date h10. Corrected health effect - clinical code, supplemental #1 report: inadvertently left out e2302 coding.

Manufacturer narrative:
B3. Corrected date of event, initial report: inadvertently listed wrong date b5. Corrected description of event, initial report: inadvertently left out information in description b6. Corrected data, initial report: inadvertently included diagnostics on incorrect device d1. Corrected brand name, initial report: inadvertently listed wrong generator information d4. Corrected model #, lot #, expiration date, and UDI, initial report: inadvertently listed wrong generator information d6. Corrected implant and explant dates, initial report: inadvertently listed wrong generator information

Event description:
It was reported that patient had his vns off time increased, which the patient believes caused the adverse events. The patient was later in the ER 5 times due to these adverse events. He did not have the device interrogated during the ER visits. Patient&#39;s device was later disabled during another appointment with a different physician.